Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy and was unable to place the system into MRI mode. Diagnostics revealed high impedances on the left lead. Reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
A case of abnormal impedances was reported to abbott. Lead 1-8 impedances all high. Explanted product will not return due to facility policy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.